Manufacturer narrative:
Investigation summary: material #: 366615. Lot/batch #: 3153001, 3152001, and 3156001. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect expiration date with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect expiration date. Bd has initiated further investigation relating to the issue of incorrect expiration date via situation analysis and supplier scar. The scar contains corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd minidraw¿ finger sleeve, large that an unspecified number of sleeves had an expiration date beyond the expected eighteen (18) months. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is rochling medical rochester. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3153001. D4. Medical device expiration date: 02-dec-2025. H4. Device manufacture date: 06-feb-2024. D4. Medical device lot #: 3152001. D4. Medical device expiration date: 01-dec-2025. H4. Device manufacture date: 06-feb-2024. D4. Medical device lot #: 3156001. D4. Medical device expiration date: 07-dec-2025. H4. Device manufacture date: 06-feb-2024. D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230493. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd minidraw¿ finger sleeve, large that an unspecified number of sleeves had an expiration date beyond the expected eighteen (18) months. There was no health impact or consequence reported.